Event description:
It was reported that the spigot protector is bent. This made it unusable for the surgeon, who had to insert it by hand.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.